Event description:
Intravenous infusion and piggyback running at 50 cc/hr through ivac 570 pump. Tubing was in use for 3 days. Intravenous infusion stopped when staff noticed a significant amount of air in tubing at regular intervals all the way down to the intravenous catheter. Intravenous pump never alarmed air in line. Nurse reported "back suction" when she pulled the line from the pt's arm. Blood in tubing approx 12", air bubbles now up to upper y site.